Event description:
A site reported that a patient received laser treatment for rosacea and that a couple days after treatment, the patient reported excess fluid in the upper eye area. The site also reported that the patient saw the doctor that was on site.

Manufacturer narrative:
The product was installed at the user site (B)(4) 2012. There have been no clinical complaints from the user site regarding this specific serial number since that time. The product device history record and service history was reviewed (B)(4) 2014 with no issues found. Candela's qa department has made 3 follow up attempts via phone to obtain additional information from the site. The site has not responded nor has the site provided any additional information since candela's initial communication with the site.